Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The site informed the field service engineer (fse) that there were no further issues after the system was power cycled. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. While the system log review indicates a communication issue with the mtm in the ssc, the probable root cause cannot be determined based on the information provided and phone support details. There were no further issues after a system power cycle. The investigation did not reveal any issues related to the customer reported event. Corrections: annex c, annex d.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The field service engineer confirmed with the customer that the reported issue had not reoccurred in following procedures after power cycling the system. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon encountered issues taking control of the instrument installed in universal surgical manipulator 1 (usm1). The reporter repeatedly attempted to switch from usm1 to 2 to take control of usm1 but was unable to control the instrument. The procedure was completed. No known impact or patient consequence was reported.